Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A pharmacist contacted baxter (B)(4) regarding particulate matter found in a xenium 110 dialyzer. The pharmacist stated that brown particles were inside the dialyzer. There was no patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed during visual inspection; however, no root cause could be determined. A picture was available for evaluation and shows three particles inside the dialyzer. Nipro's manufacturing records, inspection records and retained sample testing found no abnormalities.